Event description:
Customer reported via phone call that they ended up in the hospital. Customer felt sick before his volleyball game. The blood glucose reading was 503 mg/dl. Customer was feeling ill and he was vomiting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.